Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The insert, which is not compatible with the femoral component (sigma rp-f, unknown item/lot numbers) remained in the patient¿s body, was placed in and the cut was closed without anyone noticing the mistake. The incident was found on the night of the surgery, and the patient underwent further surgery to replace it with a compatible one. According to the surgeon, error of implants arrangement and judgement mistake during the surgery led to this event.

Manufacturer narrative:
The reported product shown below was used for the revision surgery performed on (B)(6) 2017. Item no: 962124; lot no: 8421876. The revision surgery for the primary tka surgery which was taken place on (B)(6) 2008 was operated on (B)(6) 2017, where a tibial tray (unknown item/lot numbers) and an insert (unknown item/lot numbers) were replaced each with a mbt revision tray (unknown item/lot numbers) and the above insert (item no: 962124, lot no: 8421876). The following event occurred during the surgery: the above insert, which is not compatible with the femoral component (sigma rp-f, unknown item/lot numbers) remained in the patient¿s body, was placed in and the cut was closed without anyone noticing the mistake. The incident was found on the night of the surgery, and the patient underwent further surgery to replace it with a compatible one. According to the surgeon, error of implants arrangement and judgement mistake during the surgery led to this event. Reference com no: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.